Event description:
Reporter indicated that a vns pt experienced a seizure increase, above pre-vns baseline. It was indicated that the pt's seizures increased post-implantation, before stimulation was programmed on. Stimulation was programmed on, but the seizures did not resolve, so stimulation was turned off. The pt's seizure increase was reported to have resolved. The treating medical professional is unsure if the event is related to stimulation. The plan is to program stimulation back on and monitor the pt's response.